Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending (lad). A 32x3.50 mm promus premier¿ stent was deployed at 14 atmospheres. However, under stent boost it was noted that the proximal part of the stent strut was fractured. The physician then deployed another 3.5x16 mm promus premier¿ stent and the procedure was completed. No patient complications were reported and patient's status was stable.